Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching 954 mg/dl, vomiting and diabetic ketoacidosis resulting in an admission to the intensive care unit. At the time of the event, no issues were observed with the cartridge, infusion set tubing or the infusion set cannula in use. Multiple correction boluses were delivered to address bg prior to the hospitalization. While hospitalized, the customer was treated with intravenous insulin, potassium and magnesium. Customer's healthcare provider was concerned that the pump delivering insufficient insulin was the cause of adverse event. A pump system check was performed and the pump was found to be operating as intended; no pump issues were identified. At the time of the report, the customer remained in the hospital.